Event description:
There were two occasions since 2005 that required the pt to go to the ER. On one of the occasions the pt was over-medicated and hallucinating. The medication being delivered via the pump was unk. Further follow up was not possible at this time.

Manufacturer narrative:
(B)(4).